Event description:
The customer requested service for their prisma machine for excessive weight alarms during treatment. The machine was used to treat an adult female pt. The pt arrested during treatment and expired shortly after the treatment was terminated. The prisma machine had repeated self-test failures. Each time the nurse would override the alarm and the treatment would continue. The dialysate flow was stopped at approx 09:34 a.m. By physician's order. The only weight alarm was the dialysate weight incorrect alarm occurring at 15:49 p.m. That occurred during the period of time that the pt was arresting and the staff was disconnecting and stopping the treatment.